Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant procedure, the atrial lead insulation was damaged. The physician elected to use a new lead. The procedure ended without further complication and there were no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.